Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose reading was over 600 mg/dl. Customer advised they are treating their high blood glucose levels with manual injection. Troubleshooting for the high blood glucose levels was performed. Customer advised that they are thirsty and have cramps in their legs. Troubleshooting could not be completed since customer had to go back to work. Customer will call back to complete troubleshooting for high blood glucose levels.